Manufacturer narrative:
The product has not been analyzed by the manufacturer. The dealer who is certified to repair the instruments informed the manufacturer after the repair of the product about the incident and supplied the details of the repair. According to this information it was found that the spring in the back cap was missing. After speaking with the user the back cap had come off and he put it back together not knowing anything was missing. The handpiece was assembled incorrectly by the user. This resulted in unusual inner friction and hence heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. - do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. - never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: - the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. - before each use, the contra-angle handpiece must be checked for external damage. - before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. - immediately stop using contra-angle handpieces that act unusual. - never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. - device repaired by dealer.

Event description:
During a call with the office, dr. (B)(6) said that the incident occurred as follows: while performing full jacket crown to tooth# 19, the patient was burned on lower left corner of lip. Burn was approximately dime in size. Doctor thinks perhaps this could leave a permanent scar. Patient was given vaseline to apply to lip. According to additional information from (B)(6) /dental assistant, the patient went to the emergency room after the treatment. Dental office has no information about the treatment the patient received there.

Manufacturer narrative:
Forgot to state in the initial report: exemption number e2010020. Kavo dental gmbh germany (the manufacturer) is submitting the report on behalf of kavo dental USA (the importer).